Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump beep anomaly and was not working. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump was beeping they wanted to set an alarm, they ended up getting a new pump. The customer reported that the pump was not working as advertised. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No hardware low level failures error noted while testing or in device history. Device received with the audio alert functioning properly. No audio alert anomaly noted. (B)(4).